Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that when the 100 cm. 6 fr. Vista brite tip guiding catheter was opened, it was noted to be crimped-compressed/crushed approximately four (4) inches from the hub. The product was not clinically used in the patient. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. Another catheter was used to complete the procedure successfully. Addendum: preliminary inspection of the returned product indicated that the catheter leaked fluid at the area that was compressed/crushed during flushing.

Manufacturer narrative:
The report received from the field indicated that when the 100 cm. 6 fr. Vista brite tip guiding catheter was opened, it was noted to be crimped-compressed/crushed approximately four (4) inches from the hub. The product was not clinically used in the patient. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. Another catheter was used to complete the procedure successfully. Preliminary inspection of the returned product indicated that the catheter leaked fluid at the area that was compressed/crushed during flushing. The account did not indicate that the catheter was leaking at the time the compressed/crushed condition was observed. The device was not used in the patient and the device was returned for analysis. (B)(6): one non sterile unit of 6f .070 jr 4 100cm was received coiled for analysis inside of a plastic bag. Twisted/rupture condition was noted on the catheter body at 2.7cm from ID band distal end. No other visual anomaly was found on the received unit. A lab sample syringe with water was attached to guiding catheter and it was flushed, the water came out in the twisted/rupture condition, confirming the reported by the customer. The unit was sent to x-ray analysis in order to identify any anomaly in the braid wire that could cause the twisting/rupture condition and the results indicate that: "the braid wire presented evidence of severe twisting on the section where the body rupture occurred. It is very feasible that after a twisting event the body material cede, and therefore the body material ruptured. No other anomalies were found on the body material which could have influenced to this body rupture condition". The catheter od and ID were measured near to twisted condition and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, twist, compress or other type of damage on the guiding catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter compressed/crushed was confirmed through failure analysis; in addition catheter leakage was also noted in the area of compression as was a twisted condition. The exact cause of the condition of the catheter could not be determined through analysis. The x-ray analysis results did not find any anomaly in the braid wire that could cause the twisting/rupture condition. Controls are in place to prevent damaged catheters from leaving the manufacturing site. With the limited information provided it is not possible to determine a root cause for the reported event. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing issue therefore no corrective action will be taken.